Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a left ventricular (lv), and two right ventricular (rv, one active, one redundant) leads due to needing an MRI compatible system, and a redundant rv lead. Prior to the procedure, the patient's vessels were heavily calcified, with the leads bound together. Spectranetics lead locking devices (an lld # 2 in ra, lld e in lv, lld ez in active rv, lld # 2 in redundant rv) were inserted into each lead to provide traction. Beginning with a spectranetics 13f tightrail rotating dilator sheath on the active rv lead, the patient's blood pressure slowly declined due to traction, but was removed with no evidence of injury. Next, the ra was targeted, using the same 13f tightrail. The ra lead was removed; however, the patient's blood pressure continued to decline, and a pericardial effusion was detected via transesophageal echocardiography (tee). Rescue efforts began, including pericardiocentesis, with 400 cc blood drawn off the heart. Over the next 90 minutes, more blood was removed; therefore, a sternotomy was performed. A small perforation in the inferior rv was discovered (MDR # .); the surgeon plugged the hole with his finger and placed a stitch in the perforation to repair. At that time, it was decided that the lead extraction would not continue. The physician did not attempt to unlock the remaining llds from the lv and redundant rv leads, so the lv lead/lld e (MDR #3007284006-2024-00221) and the redundant rv lead/lld #2 (MDR #3007284006-2024-00222) were cut and capped and remained in the patient. The patient survived the procedure. The physician believed that the rv perforation was caused while removing the ra lead, due to binding of the ra/redundant rv leads. The remaining two leads were successfully removed (B)(6) 2024. This report captures the lld # 2 providing traction within the ra lead, when the rv perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
The lld was not returned, thus no returned product investigation was performed. Cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.